Event description:
It was reported that an unspecified bd alaris pump leaked. The following information was provided by the initial reporter: "it was reported by the customer that the IV tubing was leaking."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2022-01-10. Investigation summary: a complaint of a set leaking, most likely coming from the pumping segment was received from the customer. A sample was returned for investigation. Through visual inspection no damages or defects were noticed on the set. The set was primed and a pinhole was found on the upper part of the pumping segment. A device history record review could not be performed because the model and lot number was unknown. The root cause for this defect is misloading set into the pump. If the set is loaded from the bottom up it can cause these small holes and tears in the tubing. The set must be loaded top to bottom. H3 other text : see h10.

Event description:
It was reported that an unspecified bd alaris pump leaked. The following information was provided by the initial reporter: "it was reported by the customer that the IV tubing was leaking. ".